Manufacturer narrative:
One device was returned for evaluation. The device was examined visually and the tip was found to be separated from the body of the sheath. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
One device was returned for evaluation. The device was examined visually and the tip was found to be separated from the body of the sheath. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. Corrective actions are in process.

Manufacturer narrative:
One device has returned for evaluation. The evaluation is in process. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that the marker band of the sheath came off in the patient. The marker band remained on the wire. A balloon was put over the wire and inflated to remove the marker band. No injury to the patient was reported.